Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017: "tues or wed of last week" for return of symptoms issue. "Two or 3 days ago": uti issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for interstim- other. It was reported that the patient had a return of symptoms after poor communication was seen on the programmer. They were also not feeling the stimulation. The patient did use the antenna and, when it was confirmed it was securely attached to the programmer and synchronized to the ins, the issue was not resolved. After the antenna was unplugged and the programmer placed directly over the ins on the skin the issue was still not resolved. The patient also stated that when they got a return of symptoms they got a urinary tract infection. They went to the emergency room for this (and for a cold) and the infection was confirmed. The patient reached out to their healthcare professional (hcp) by they could not meet them until (B)(6). It was recommended the patient again contact their hcp. There were no further complications reported or anticipated.